Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The pump was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pump was emergently exchanged on (B)(6) 2015 due to the patient accidentally cutting the external driveline while doing a dressing change at home. The patient is reportedly doing well and remains asymptomatic post exchange. No further issues were reported.